Event description:
A consumer reported that they saw a post on (B)(6) about twitching/shocking and the person mentioned something about possibly the leads being damaged. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient¿s leads and device were replaced and the surgeon told them that the shocking/twitching was due to the device shorting out.